Event description:
Impedance readings >4000 ohms were reported on all or some of the unipolar pairs (electrode 2). An x-ray was recommended. Additional information has been requested from the hcp, but was not available as of the date of this report.